Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the connector on the electrode pads had come apart and the electrodes could not be connected. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll is not the legal manufacturer of this product and reported this inadvertently. Zoll has communicated the event in question to the legal manufacturer, nissha.